Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number provided. The manufacturer is unable to investigate further at this time. Should further information become available, coopervision will submit a follow-up report. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient experienced a severe allergic type response while using the device and sought emergency medical treatment from a hospital facility. The patient states the treating physician suspects the contact lens storage solution to be the cause of the incident. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.